Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device was provided for an examination and root cause analysis in our service laboratory in (B)(4): results: a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact. A functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read out and analysed. No anomalies, malfunctions or errors could be found in the history files. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,76%. To investigate the inside of the device, the device was completely disassembled. No damages or liquid residues were found inside the device. Judgment: 2.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" customer information: customer complains the isp because it promoted imprecisely. It gave a pre-alarm, although the infusion bottle was still full. The vtbi was probably correctly entered. "